Event description:
For an unknown reason the inspiratory tube became disconnected from the patient y-connector. The nurse in charge discovered this and attempted to correct the problem but incorrectly assembled the inspiratory tube to the expiratory tube outlet.

Manufacturer narrative:
Actions: this sequence of errors described in this complaint is defined as a 'multi fault condition' that is not covered in a standard hazard analysis. However, in the interest of mitigating against this type of condition in the future, MFR is considering taking the following actions: adding an additional notification to the open loop mode by providing a continuous audible alert. MFR will check the possibility of clarifying the correct connection of the breathing tube system. Several options will be evaluated (i.e, flow direction on the expiratory with a clear warning says: "do not obstruct'"). We shall implement these clarifications on future produced lots. We believe that the actions suggested above will not be adequate if untrained staff will operate the ventilator. The reported event indicates that the operator requires further supervision and/or training when operating a ventilator. Versamed will provide additional training to this staff as needed. (See add'l scanned pages).